Event description:
It was reported that during a routine implant check it was seen that 3 electrode channels had high impedance. Now there are 5 electrode channels with high impedance. The parents of the patient report that the pt sometimes falls onto the back of his head.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.